Event description:
On january 23, 2007, it was reported to bsc that during an endoscopic retrorade cholangiopancreatography, "tip of the wire came off inside the pt." It was reported that the dr attempted to retrieve the tip but could not. Additional info received february 2, 2007, indicated the tip of the guidewire came off inside the common bile duct. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.